Event description:
The patient reported she has lost weight. Subsequently, her scs ipg has moved down in location. The patient plans to have the scs ipg pocket location revised once she is done losing weight. No date is set at this time. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.